Event description:
Patient with a previous history of marfan's syndrome once recovered, underwent a descending aorta replacement (an aneurysm in the aortic arch). The patient's pre-procedure diagnosis was fragile vessel wall due to marfan's syndrome and common iliac arteries severely tortuous and not calcified. Patient underwent aaa repair in 2007 and the procedure went as labeled. During insertion of the contralateral iliac leg, resistance was encountered. The iliac leg was advanced to the desired site with the delivery wire rotated and the wire guide tugged as required, during which time the patient's blood pressure sharply dropped down to 20-30 mmhg. Fluoroscopy after placement revealed a rupture in the external iliac artery. The left common iliac was occluded with another manufacturer's 33 mm balloon. The patient's blood pressure became temporarily stabilized between 80-100. The ipsilateral iliac leg was placed. Fluoroscopy was conducted to view the area from the proximal neck to the ipsilateral distal neck, did not exhibit any leaks. With the middle aorta occluded with another manufacturer's 33 mm balloon, the left iliac leg was incised to expose the bifurcation between the internal and external iliac legs and locate the dissecting site, which turned out to be the portion of the external iliac artery and distal and close to the contralateral iliac leg. To repair the dissected site, the contralateral iliac leg and the external iliac artery were clamped to cut the vessel, the dissecting area was repaired, and the ends of the contralateral iliac leg and external iliac artery were overlapped and sutured. As thrombus developed due to the clamping, the thrombus formed between the aortic bifurcation and insertion site was removed using a 5 french catheter of another manufacturer. Confirmation of vessel flow allowed procedure to be concluded but they could not conduct angiography of the contralateral area until a later date. As of 2007, the patient's condition had improved and had already been discharged from the hospital.

Manufacturer narrative:
Evaluation: key anatomical elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck, an inverted funnel shape, and circumferential thrombus and/or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Irregular calcification and/or plaque may compromise the fixation and sealing of the implantation sites. Necks exhibiting these key anatomic elements may be more conducive to graft migration. No product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by user error in the placement of the device into adverse patient anatomy.